Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had the motor arm cannot communicate with the main arm on the insulin pump. The customer¿s blood glucose level was unknown. The customer stated the battery in his pump are lasting less than 1 week. The customer advised to revert to the backup plan as per healthcare recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Software error noted in the formatted history file. Problem isolated to electronic assembly.